Event description:
Additional information received indicated that the patient¿s implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) shock lead impedance via the patient¿s monitoring system. This is an on-going issue; the patient is continuously monitored at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range shocking impedance for this patient's right ventricular (rv) lead. The patient was brought in for evaluation and isometetrics were performed which could not illicit any additional out of range measurements. The physician plans to monitor the lead for now. To date, no adverse patient effects have been reported.

Event description:
Additional information was received that the device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, lead seal witness marks indicate that the defibrillation lead was slightly under inserted but inserted far enough into the port for the setscrew to make contact with the lead tip. All other witness marks indicate that the rest of the leads were fully inserted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that a revision procedure was performed. The device and rv lead were explanted due to increased shock impedance measurements greater than 125 ohms. No adverse patient effects were reported during the procedure.

Event description:
Additional information received indicated that defibrillation threshold (dft) test was performed on this patient a day prior to the detection of another oor sli measurement. The physician will further investigate with the clinic. No adverse patient effects were reported.